Event description:
It was reported that the patient experienced cycling issues with an inflatable penile prosthesis (ipp) as the cylinders were not rigid enough for adequate use. A replacement surgery was performed in which no fluid was found within the pump; however, when the reservoir was aspirated nearly 50cc of fluid was obtained. The physician was not sure of the exact problem with the device, but a leak was still suspected. There were no patient complications.